Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: xience sierra: 3.0x38, 2.5x33; aspirin, brilinta. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of angina, death, ischemia and thrombosis are listed in the xience sierra, everolimus eluting coronary stent systems instructions for use, as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.0x38mm and 2.5x33mm xience sierra stents referenced are filed under separate medwatch reports.

Event description:
It was reported that the patient was admitted on (B)(6) 2019, with st elevation myocardial infarction (stemi). Coronary intervention was performed, and two xience sierra stents (2.5x33mm, 3.0x38mm) were implanted in the proximal left anterior descending (lad) artery, in an overlapping fashion. A 2.5x33mm xience sierra stent was implanted in the first obtuse marginal (om1) artery. Post dilatation was performed per facility protocol, at both lesions. The activated clotting time (act) was noted to be 225 on the first measurement, and 290 on the second. Aspirin and brilinta were administered. Two days post procedure, the patient had complaints of worsening chest pain. Coronary angiography was performed and noted thrombus in the lad and om1. Balloon angioplasty was performed. Although poor flow was noted, the vessels were opened. The act was noted to be 400. An integrilin drip was started. On (B)(6) 2019, the patient had complaints of jaw pain and died. Cause of death was related to weakened condition from the admitting stemi, stent thrombosis, and pulmonary embolus. Per physician, the pulmonary embolus was not related to the implanted stent. No additional information was provided.